Event description:
The customer reported that the insulin pump had a blank display when she was changing the new reservoir. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic assembly.